Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, scratched case and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is scratches on the screen because of the wear and tear. The customer stated that she has to tip the device to see it properly and sometimes it is really hard to make it out. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.